Event description:
Nurse reported to (B)(6) representative drain is leaking. Nurse noticed prior to surgery.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The leak was noticed prior to surgery. An analysis on the returned sample provided. A visual inspection was performed and the tubes were deformed by clumps and the bellows was compressed. Testing for vacuum leakage of handyvac system bellows and clamps did not reveal any defects. Unable to measure tube, because the tube was deformed by clump. Device history record was reviewed no deviation related to complaint issue was initiated during manufacturing of complaint lot of the product. Complaint issue has been investigated previously and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 18, 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.